Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
T was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device via an 8f sheath after an impella interventional procedure. Reportedly, the proglide device was deployed and while tightening the knot the vessel occluded. It is not known what happened to cause the occlusion. The knot was intentionally broke and removed using the knot pusher and flow was restored. Manual arterial compression was applied to achieve hemostasis. There was no adverse patients sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.